Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged loss of voice from use of the device and required surgery to remove a throat abscess. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.